Event description:
It was reported that after a cystectomy, there was an anastomotic leakage resulting in death. It is unknown whether there were any underlying factors in this situation.

Manufacturer narrative:
(B)(4) date sent: 12/2/2025 d4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: what is the ethicon product code? It is not confirmed that an ethicon product has been used in this case. If so, it has been a glc80 with glcr80b. Was a leak test performed? If so, what type and what was the result? No, this is not part of the standard procedure. Was the staple line visualized endoscopically during the initial surgical procedure? Yes, in open surgery. How many days postoperative did the leak occur? Unknown how was the leak identified? Unknown what was observed at the site of the leak upon reoperation? Leakage at both lateral corners of the staple line. How was the leak addressed? Unknown were there any issues experienced with the device in the initial surgical procedure? No. Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device? Please explain. Unknown, but the surgeons did not proactively contact us (nor medtronic) to address this issue. Were there other contributing patient factors? Please explain. Patients undergoing a bricker ileal conduit (cystectomy) are severely ill and therefore there can be multiple contributing patient factors. Please provide a timeline of events. Unknown would the surgeon like to have a discussion with the ethicon team and medical safety officer? No. Was the surgery about 6 weeks ago and did the needle leakage occur at a later date, or did it occur during or immediately after the surgery? Unclear, but ok, about six weeks ago. Leakage in the week(s) after. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.